Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump to resolve the issue, and the customer reverted to an alternate method of insulin therapy.